Event description:
During laparoscopic sleeve gastrectomy procedure, per the surgeon, the covidien endo clip iii auto suture clip would not lock and would not advance. The device was removed from the field and replaced with another device that worked without difficulty. No patient harm.